Event description:
The customer stated that the architect i2000sr analyzer generated (B)(6) results on three patient samples compared to the architect i1000. The results provided were: pt#1 i2sr = 0.98 / 0.28 / i1000 = 1.01; pt#2 i2sr = 1.36 / 0.37 / i1000 = 1.43; pt#3 i2sr 1.25 / 0.33s/co / i1000 = 1.39s/co (< 1.00s/co=(B)(6) and >/=1.00s/co = (B)(6)). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Catalog # from incorrect 08l44-35 to 08l44-30. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, sensitivity testing, a review of labeling, and a review of the manufacturing records. The customer generated a potential (B)(6) patient result when using architect anti-hbc ii reagent, list number 8l44-30, lot number 43423li00. A review of complaints for lot 43423li00 did not identify any related complaint issue for sensitivity or specificity. Sensitivity testing was performed on a retained kit of architect anti-hbc ii reagent, lot number 43423li00, and it showed that the sensitivity performance was acceptable. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the manufacturing documentation did not identify any issues during the manufacturing of this lot. It is unclear at this time which results are correct, as no further (B)(6) marker results are available and it is unknown if the patient had been vaccinated. Based on the information in this investigation, no product deficiency was identified for anti-hbc ii, lot 43423li00, and there is not enough information to reasonably suggest a malfunction occurred.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.